Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 60cc syringe was used to aspirate after putting the blue cap, but the negative pressure couldn't be aspirated fully. The blue cap was then removed, and the negative pressure could be aspirated fully. After aspirating, the intra-aortic balloon (iab) was implanted. It was found that blood was leaking from the iab at the groin outside of the body. The pump alarmed and bleeding was constant. As a result, the iab was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected cannot be confirmed. The returned device was investigated with no leaks noted. A visual inspection of the device showed no evidence or trace of blood in the iab helium pathway. In addition, based on our full investigation completed, there was no evidence to support that the device was used on a patient and the packaging retention sleeve was noted on the device. Retention sleeves are used in the device packaging to retain the integrity of the catheter before use, and the retention sleeves would be unable to be reassembled with the iab catheter after the balloon is unwrapped. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. No further action is required other remarks: additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU and can result in damage to the iab. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported that a 60cc syringe was used to aspirate after putting the blue cap, but the negative pressure couldn't be aspirated fully. The blue cap was then removed, and the negative pressure could be aspirated fully. After aspirating, the intra-aortic balloon (iab) was implanted. It was found that blood was leaking from the iab at the groin outside of the body. The pump alarmed and bleeding was constant. As a result, the iab was removed. There was no report of patient complications, serious injury or death.